Event description:
Customer reports back to back testing on his compact system and dr's meter with results of 190mg/dl - 200mg/dl on his meter and 97mg/dl - 98mg/dl on the dr's meter. No quality controls were run on the compact system. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.